Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net with a right ventricular pacing lead impedance alert. Upon review, several low pacing lead impedances were noted. The device was reprogrammed successfully. The patient will be monitored.